Manufacturer narrative:
Manufacturer ref# pc-(B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A healthcare professional reported that during an endovascular embolization procedure, an enterprise2 4mmx23mm vascular reconstruction device (product code: encr402312, lot number: 9730967) became impeded in proximal end of a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 31691234) and could not advance any more. The doctor removed the stent and microcatheter (mc) from the patient together and then switched a new stent and a new microcatheter to complete the procedure. The surgeon had an extra set of hands to support while flushing aligning the enterprise system. Is a push plunge rhv being used was responded as ¿twisted type¿. There was no force needed to remove the delivery wire, after the surgery, the delivery wire was removed smoothly, and the stent was still attached to the delivery wire. Another enterprise2 stent of same product code was used. There was no patient injury reported. Additional event information received on 01-apr-2026 indicated that the microcatheter did not kink/bent. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.